Event description:
It was reported that during an in-clinic follow-up, the left ventricular (lv) lead exhibited high capture thresholds and high pacing impedance. X-ray imaging was performed and revealed a dislodgement of the lv lead. The lead was explanted and replaced. The patient was in stable condition.